Event description:
The caller reported finding her pt on the floor and unable to recognize her. The family member then called a local nurse, who then called 911 for customer. Customer was tested by nurse while waiting for ems, result is unk, but family member mentioned the reading was low. Customer's family member could not provide clear info on whether customer had altered his medication based on the readings he received on the suspect device. Customer was transported to the hosp and states they ran many blood tests, but results of those tests are unk. Customer remained in the hosp from 12/2005 until 3 days later. The treatment customer receive is unk as family member states that customer was on 8 medications prior to being admitted to the hosp and is now on only 4 medications. When memory was reviewed, only 2 readings were stored: 258/263, no time/date were set. Requested return of suspect device and sent a replacement.